Event description:
According to info received from the surgeon, the valve was explanted nine years postoperatively due to thrombus interfering with leaflet motion. A toronto sp valve was then implanted. The surgeon did not know the pt's anticoagulation status at the time the thrombus was diagnosed.